Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a trial patient for failed back surgery syndrome. It was reported that after placing the electrode when the relative value was measured using an external neurostimulator (ens), an abnormal impedance was recorded even though repeated attempts were made with the 8, 9, 10 electrode. Initially it was believed that it was a defect of the ens but after placing the second electrode, the resistance of the second lead was measured in the same region of the ens, and there were no abnormalities detected. After that, impedance was also measured again, and abnormal impedance was confirmed in the lead, so it was determined to be a lead defect. Contributing factor was the lead was defective from the initial shipment time. The electrode was broken due to tissue inside the patient body. The defective lead was removed, and another lead was placed. The issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID 977a275 lot# serial# (B)(4) implanted: (B)(6) 2022 explanted: (B)(6) 2022 product type lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 23-jun-2026, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.